Manufacturer narrative:
Since the subject device has been not returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The repair center of olympus (B)(4) was informed from the user that the image on the monitor had flickered during the preparation for a hysteroscopy procedure using the subject device. The user had changed to another similar device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide the other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the repair center of olympus china, omsc surmised there was the possibility this phenomenon was attributed to the unstable communication between the subject device and the video processor due to the kinked cable by the external force which was applied from the user handling. If additional information becomes available, this report will be supplemented.